Manufacturer narrative:
H10: h6: internal complaint reference (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause is associated with a component failure.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the f4 alarm occurred in the fa quantum 2 controller. A backup device was available and it was reported a delay greater than 30 minutes. It is unknown if the malfunction was found during surgery. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.